Manufacturer narrative:
H.6 investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that the pen ndl 32g 4mm hp (B)(4) box fr would not detach from the pen before use. The following information was provided by the initial reporter, translated from french to english: "the needle section that is to go into the pen is not clear." Translation: "the needle part which must enter the pen is not released.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box fr would not detach from the pen before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the needle section that is to go into the pen is not clear." Translation: "the needle part which must enter the pen is not released."